Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately twelve years and four months later, computed tomography (CT) revealed that the inferior vena cava filter was anteriorly tilted 15-degrees. The apex of the inferior vena cava filter contacted the inferior vena cava wall. The inferior vena cava filter apex was less than 2 cm below the most inferior renal vein. There was strut penetration which measured up to 22 mm with involvement of the lumbar spine. There were no fractured or bent struts. Therefore, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2009).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in lower right quadrant; however, the current status of the patient is unknown.